Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2019, the surgeon broke the matrixmandible plate intra-operatively. This report is for a titanium (ti) matrixmandible preformed recon plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot: l822750, manufacturing site: mezzovico, release to warehouse date: april 04, 2018, expiry date: march 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complained part was forwarded to the manufacturing facility for investigation. Summary of the manufacturing investigation: the returned plate is broken post production at level of holes 15-16. No evidence of visual nonconformance manufacturing related. The returned part was reinspected for all the features relevant to the complaint condition. The measurable features have been found conforming to manufacturing specifications. The investigations performed did not identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. No nonconformances or document change have been identified which may be related to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the surgeon broke the tfna plate intra-operatively. No further information reported. This report is for one (1) 10 mm/130 deg ti cann tfna 235 mm/right - sterile. This is report 1 of 1 for (B)(4).